Event description:
The reporter indicated the surgeon inserted a 10.0 diopter aq2010v silicone three piece lens and the lens tore. The lens was removed in pieces with no patient injury. The backup lens was implanted. The patient's prognosis is excellent. The reporter indicated the cause of the lens damage was due to the injector. The product will not be returned due to being discarded by the facility.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked, lens damaged by injector. Device evaluated by manufacturer. Product discarded by the facility. Conclusions: based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).